Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. The reported difficult to remove from anatomy and difficult to advance difficult cds/tcds advancement could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. The reported difficult to advance cds and difficult to remove from anatomy were due to procedural circumstances. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mtiraclip procedure was performed to treat degenerative mitral regurgitation grade 4+. Due to patient's flexible atrial septum, there was difficulty advancing the steerable guide catheter (sgc) (lot: 40123r1006) into the left atrium. Once across the septum, the "+" knob was applied but did not have a significant effect on the direction of the sgc. The first mitraclip xtw (lot: 40304r1017) was implanted successfully. A second ntw (lot: 40301r1023) clip was then attempted to be implanted. During grasping, the posterior gripper would not drop completely during simultaneous actuation. Multiple attempts were performed with no success. Troubleshooting was performed but was not successful. The clip was attempted to be retracted to the left atrium, but during retraction the clip became entangled in the chordae. The clip was able to be removed however with damage to the chordae and an increase in mr. When the clip was removed, tissue was observed on the clip. When the sgc was removed, the soft tip of the sgc was bent. The procedure was aborted and ended with mr grade 3+. On (B)(6) 2024, surgical valve replacement was performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.